Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation of the pacemaker, noise oversensing leading to loss of cardiac pacing was detected on the right ventricular lead. The physician noted that the lead noise appeared after the previous pacemaker change procedure from (B)(6) 2020. The lead was reprogrammed to resolve the issue. The patient was in stable condition throughout.